Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported the laser bed was intermittently turning off and on when swiveling out during surgery.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the reporter indicated the bed is performing well now and has not had any further issues. There were multiple patient contacts. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) reseated the power cable to controller in the patient bed and successfully completed system verification to specification. Root cause could not be determined. Most possible root cause could be a displaced power cable to controller in patient bed. The manufacturer internal reference number is: (B)(4).